Manufacturer narrative:
Continuation of medical devices: 407652 lead implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days post-implant, the patient was in the emergency room where the physician stated that the left side of the patient's body appeared to be "jerking with each qrs complex." Phrenic nerve and diaphragmatic stimulation, lead dislodgement, and questionable atrial capture were also reported. The atrial lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.